Manufacturer narrative:
The proximal segment of the lead was returned, analyzed, and no anomalies were found. Prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to oversensing of non-physiologic ventricular events and noise. The lead also alerted for an out of range pacing impedance. The lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.